Manufacturer narrative:
(B)(4). Date sent: 3/7/2024. D4: batch # 101c66. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60g reload was returned unfired with the reload pan partially dislodged from the left proximal side. In addition, 7 double drivers missing, and 1 double driver out of position, making the reload non-functional. No functional test was performed due to the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge.  Device history review: a manufacturing record evaluation was performed for the finished device batch number 101c66, and no non-conformances were identified.

Event description:
It was reported that during the unk surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.